Event description:
It was reported that a patient presented for an unrelated surgical procedure on (B)(6) 2022. During the procedure, the patient's right atrial (ra) lead was found to have dislodged, resulting in poor atrial sensing. The dislodgement was noted under fluoroscopy. The ra lead was explanted on (B)(6) 2022. The patient was stable and no additional patient consequences were reported.

Manufacturer narrative:
The reported events were for lead dislodgement and lead sensing problem. As received, a complete lead was returned in one piece. Visual inspection of the lead found a retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for lead sensing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Additional information: a4: patient weight is 90 kilograms.

Event description:
New information received notes that the patient weight is 90 kilograms.